Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing fell off the line during use. The following information was provided by the initial reporter: "IV tubing fell apart. Line was primed and ready to attach to the patient. When protective cover removed at the end, the entire attachment fell off the line, leaving the end open and unusable."

Manufacturer narrative:
H6: investigation summary due to no photo or sample being received, the customer's complaint of separation could not be verified at this time. A device history record review for model 2420-0500, lot number 20063566 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No sample was received for investigation. The root cause of this failure remains unknown at this time.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the as lvp 20d dehp 2ss cv tubing fell off the line during use. The following information was provided by the initial reporter: "IV tubing fell apart. Line was primed and ready to attach to the patient. When protective cover removed at the end, the entire attachment fell off the line, leaving the end open and unusable."